Manufacturer narrative:
Additional product code: hrx. Additional manufacturer dates: october 12, 2006 and january 24, 2007. A product development evaluation was completed: this device 314.743 lot 14519-01 was received with the distal working area completely broken off. The broken pieces were not returned. The entire shaft has light circumferential score marks. The reamer irrigator aspirator (ria) drive shaft, sterile tube and reamer head are used in concert with the synthes ria system. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2014, a female patient underwent arthrodesis of the left ankle. During the left ankle procedure, the surgeon placed the reamer over the 3.5mm guide wire and started reaming. Subsequently, the head of the drive shaft broke. The device was completely removed and confirmed via an x-ray. The surgeon immediately opted to discontinue reaming and to use a different method of bone graft to successfully complete the procedure with no harm to the patient. There was no report of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Implant/explant date: device is an instrument and is not implanted/explanted. An x-ray was used to confirm additional intervention that would not have normally been used. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.